Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump delivered multiple boluses that the customer did not program. It was stated that the customer does not manipulate the bolus amounts when using the bolus wizard feature. Advised the caller of the block or keypad lock features on the insulin pump. The caller stated that he will have the customer try these features and call back if further assistance is needed.